Event description:
A customer contacted beckman coulter inc. (Bec) stating that the aspiration probe punctured a hole through the bottom of the s-cal hematology calibrator vial during the calibration procedure on the unicel dxh 800 coulter cellular analysis system. The customer indicated that the s-cal vial stayed intact and did not break or shatter. Aspiration errors were also associated with the event. Approximately 4 to 5 ml of the s-cal material was observed on the cassette and inside the instrument as a consequence of the incident. After removing the cassette, the cassette was bloody and there was some blood inside the unit. The customer cleaned the unit and cassette with diluted (50/50) bleach. The unit was operational and customer was running with no problems. The operator was wearing a gown, gloves, and goggles during the time of the event. There was no exposure to mucous membranes from the s-cal material. There was no affect to patient or user. Service was requested along with a replacement of the s-cal material.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse inspected the system and found the probe home sensor to be damaged and not in secured position. The fse determined that the damage was caused by the plate which attaches to the probe lead screw module where the screws had become loose and caused the flag to bend, which broke the sensor. The fse installed the replacement sensor, evaluated the plate, and re-attached to the correct position. The screws which hold the plate were secured. The fse then performed sample aspiration module (sam) alignments to the air mix temperature control (amtc) block, the cassettes, and the manual station. The system was verified with controls which were acceptable. Per labeling (dxh800, instructions for use, pn 629743), beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).